Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that the sensing integrity counter (sic) showed a number of short v-v intervals, and noise was noted on the right ventricular (rv) lead in the office during threshold testing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had high impedance. The lead was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sensing integrity counter (sic) showed a number of short v-v intervals, and noise was noted on the right ventricular (rv) lead in the office during threshold testing. The lead was capped and replaced. No patient complications have been reported as a result of this event. (B)(6)2018, lok7 - it was further reported that the rv lead had high impedance. The lead was removed. (B)(6)2018 (B)(6) lok7 - it was further reported that the lead had a fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had varying impedance.